Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One 6fr angio-seal device was returned for product evaluation. The returned device included the hemostasis sheath, polyfoil pouch and carrier tube assembly. The hemostasis sheath and carrier tube assembly were mated together, and the locking mechanism was set to rear lock position. Visual inspection revealed that a cut was observed on the tip of the hemostasis sheath revealing the shaft of the carrier tube assembly and collagen. The anchor observed to be separated from the carrier tube assembly. An observation of the suture revealed the cuts were clean cuts. Based on the state of the returned device, functional testing could not be performed. Information in the complaint description states that, "operator investigated the situation and find out, that anchor was still in the sheath and didn't come out". This is consistent with the state of the device. The anchor was cut off after the device was pulled out of the patient. The complaint can be confirmed for device pullout. The exact root cause cannot be determined. The likely root cause is the user not placing the device in full forward lock position or an obstruction to the anchor posting on the tip of the device. The DHR review determined that the device was released in a conforming state. There is no indication that any manufacturing errors led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information to section a. A correction to section h1 is being provided; serious injury was inadvertently selected on the initial and follow up no. 1 report; however, the type of reportable event is a malfunction. A1: patient identifier - (B)(6).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after successful insertion of the angio-seal in sheath and hearing the click into place and back, it was impossible to set the anchor. Pulling back the device, the whole sheath came out of the patient without achieving the complete hemostasis. The operator investigated the situation and find out, that anchor was still in the sheath and did not come out. There was no harm to the patient. Additional information was received on 01jul2021. The procedure performed prior to the use of the closure device was a sfa stenting antegrade puncture. A 6fr sheath was used. A pre-deployment angiogram was performed. The patient's condition was stable. Hemostasis was achieved with another angio-seal 6fr device.